Event description:
Legal claim received. The patient stated that her knee was swollen and inflamed and when she was revised, pieces of it had broken off. Update: (B)(6) 2012 - product and lot information provided and verified through an invoice.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device did not reveal any evidence of product failure or product contribution to the event. Review of the device history records determined that there were no manufacturing deviations or anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.